Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Caller was experiencing a fill estimate issue with the tandem mobi app, and a technical support representative guided the caller through filling and loading a new cartridge, which resolved the issue.